Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed.the batch number is unknown. Therefore a review of the manufacturing documentation could not be performed.the most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B) (4): device not returned for analysis.

Event description:
(B)(4). It was reported that post a coronary artery stenting treatment procedure, the patient died. The target lesion was in the left anterior descending (lad) artery. The reference vessel diameter was 2.5mm and the lesion length was 16mm. Pre-procedure there was 100% stenosis and post-procedure 5% stenosis. No attempt was made for direct stenting as the stent to vessel ratio was less than 1.1. A 2.5x16mm liberte stent was implanted. No additional procedure was performed in the target lesion. The procedure was a technical success. At discharge one day after the index procedure, there was no angina or silent ischemia. Discharge medications were asa and clopidogrel. The patient experienced sudden cardiac death on the day of discharge.